Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose level was unknown. The customer reported that they had damage on the left bottom due to this cracked the pump was not allowing the battery to be inserted. The customer reported that the reservoir able to lock in place when inserted into pump. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.